Event description:
A pt's meter was reading inaccurately low and they had to be treated by their doctor with insulin due to that. Medical affairs specialist contacted the pt to obtain more info. The pt stated that sometime last month (date unknown), they felt dizzy, weak, and had dry mouth. They tested on their meter that morning and got a result of 58mg/dl. They decided all by themselves not to take their motning dose of set oral medications (amaryl-1/2 pill, and actor-1 pill). They then went to a previously scheduled appointment with their doctor that afternoon. At the doctor's office, they performed a lab test. At the same time, they also tested their blood glucose on their meter. The result on their meter was 58mg/dl again. The lab reading came in as 300mg/dl. Their doctor gave them insulin (amount unknown) to bring their blood glucose down. They continued using their meter. They decided to call lifescan in 2/2003 because they were still getting low readings on the meter. The customer service representative walked them through a control solution test, which came in outside the range. The representative then replaced their test strips and sent them new control solution, which they had not received yet. This case is reported due to the meter not meeting the specifications of being compared to the lab. This malfunction may have lead them to have high blood glucose, although they had decided on their own to withheld their oral medication due to low readings on the meter that morning.